Event description:
The customer reported that a patient was scanned with the nvc coil and sense spine coil on an achieva 1.5t system. After the examination second degree burns were observed on the left thumb (approx. 0.7 cm) and the left thigh (approx. 2 cm).

Manufacturer narrative:
(B)(4): method - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to FDA. Results - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.